Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a symptomatic patient felt shortness of breath. A transmitter was having issues sending a transmission and had a send error. Upon further investigation, the implantable cardioverter-defibrillator was found in backup vvi mode. The transmitter was eventually able to send a transmission. The patient presented in clinic. A device restoration was performed successfully. The patient was stable.